Event description:
A call was received from a coroner¿s office reporting that an autopsy was being performed on a vns patient. The date of death was (B)(6) 2016. The coroner was requesting if the device could be interrogated to find out the settings. Further follow-up to the coroner's office provided that the cause of death had not been determined yet and was pending toxicology results. A review of the manufacturer¿s in-house programming history provided the last diagnostics on (B)(6) 2016 were within normal limits. Additional relevant information has not been received to-date.